Event description:
It was reported the patient experienced discomfort at her scs ipg site. The patient underwent surgical intervention on (B)(6) 2014 and her scs ipg pocket site was revised. The pain at the ipg site has reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.